Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the lead 1-, lead 2-, and +5v pulse wires being severely pinched at the distribution node (dn), causing ECG ¿a¿, ¿c¿, and ¿d¿ to not recognize. The belt did not pass falloff testing. The root cause for the pinched wire was excessive force. There was no adverse event that resulted from the damaged belt.